Manufacturer narrative:
As no further information is expected at this time, our investigation is completed.

Event description:
It was reported that this implanted system was removed due to infection observed approximately two months post implant. The patient will be monitored and another system implanted at a later date. No other adverse effects were reported.